Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that upon initial installation, (B)(4) 2017, any degree of success was never achieved. The patient stated that the device did operate as the specifications suggest but it was just not effective. The patient noted that there was no positive effect or warning to find a bathroom. The patient also mentioned that it malfunctioned a couple times causing severe pain and shock. The patient reported that she tried all programs and strengths but it was never effective and provided no degree of success. The patient confirmed that eventually it was removed on (B)(6) 2018 in favor of an operation on the sphincter muscle. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device was not working. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.